Manufacturer narrative:
The company will notify the FDA should further information become available.

Event description:
The company received information that suggested that on the second day of use, air leakage occurred from the attached part of the pilot balloon and the inflation line of the device. The patient was re-intubated. The customer reported that there was no harm to the patient.